Event description:
Pt was sitting in a chair at side of bed. Pt stood up and when they sat on side of bed they fell backwards. IV became disconnected at luer lock adapter. Pt coded and air embolism was later diagnosed.